Event description:
During pre-use check with the ventilator in calibration settings, it was discovered that the manual ventilation motor would not turn and would alarm. It was discovered that the unit had a bad manual ventilation motor part #9311135, a replacement was ordered and installed a final performance check was performed the unit is now operating properly.